Event description:
The customer reported that the insulin pump alarmed motor error several times. The blood glucose reading was 200mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test was performed and the device failed the test. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No motor error alarms noted. Motor passed motor test. The insulin pump was able to turn sensor demo option off properly.